Event description:
It was reported that the patent had a bad infection and the implantable neurostimulator (ins) had to be removed. The ins was removed in 2007.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. Product ID 37713, serial# (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2007, product type programmer. Patient product ID 3550-09, lot# n098214, implanted: (B)(6) 2007, product type accessory. Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1994, product type lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. Product ID 3998, lot# lb7567, implanted: (B)(6) 2004, product type lead. Product ID 3998, lot# s00233556, implanted: (B)(6) 2004, product type lead. (B)(4).